Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in roeselare, belgium. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with bacteria during periodic monitoring. There is no report of patient injury.

Manufacturer narrative:
H 11: the laboratory report confirming the reported condition could not be provided. A device service history review was performed and revealed that the unit was installed in 2017 and one further contamination event was reported. Based on collected evidence, it is reasonable to conclude that the cleaning and disinfection protocol previously described is still adopted by customer, and that not checking h2o2 during days of non use, when the heater cooler is stored full is considered a deviation from IFU's that may have led/contributed to the reported contamination. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
B.3: event date updated. H.11: through follow-up communication livanova learned that: positive results are related to post-disinfection device water samples. Laboratory report will be asked to the customer. The sink water is filtered and it supposed that customer is doing testing on the water. The filling of the hc is done in the operating room. Customer is following the disinfection protocol as described in the manual. Customer always use glove during device cleaning. Customer do not use reusable blankets. Customer put every week a doses h2o2 into the system. The device is always in use. It is never stored longer then a weekend. H2o2 checked is not checked in the weekend. H2o2 is added when the water in the tanks is changed (each 7 days) customer have filtered water and replace the filter once a month. It is unknown if prior to initial operation and prior to storing the heater-cooler the surfaces and water circuits are disinfected the 3t aerosol collection set is replaced after allowed use period (7 days). Livanova field service engineer replace the hc3t field blue tubing set every year during maintenance. The device is used outside the operating theatre based on the above information collected IFU are not followed, because h2o2 is not checked daily when not in use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.